Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 12/22/2016 to 09/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the 8100 pump module had a error code 240.4150. It was recommended to replace the bottle-side pressure sensor.